Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 378 mg/dl. The customer took a manual injection to address bg level. Reportedly, the cartridge, tubing, and site had been in use for 4 days.

Manufacturer narrative:
(B)(4).